Event description:
The dealer stated the unit is loud and chirps. The dealer stated unit has leaks. No patient or usage details were provided. No injury or property damage was reported. Associated malfunctions for this device: compressor, 4way valve, sieve beds, pilot valve , on/off switch.